Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device. Residual fluid and corrosion were found on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed no evidence of this failure mode - the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer reported that her "bg's were high due to the pod." She even "skipped lunch to see if her bg levels would go down." After applying the pod in the early morning, her levels rose significantly by late morning (from 67 to 352mg/dl). Over the following seven hours, her bg's remained consistently high (339-376mg/dl). She stated that she had administered "at least five correction boluses," though her bg levels failed to lower. No specific device issue was noted. The pod will be returned for investigation.